Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported having over 10 surgeries for mesh repair, nerve damage, several complications due to so many surgeries. Additionally, the patient reported they are allergic to the mesh and it cannot be taken out. The patient is on constant antibiotics and has nerve damage, constant utis, infection of the mesh, constant erosion, kidney cyst, thyroid problems, nodules heart problems, brain aneurysm, tinnitus menares disease, vertigo, pelvic pain, back pain, ibs, incontinence, diverticulitis, pain every day using a walker, some days can¿t get out of bed, can¿t care for self, severe depression, ovary and mass removal, cervical cancer, complete hysterectomy, constant bleeding and infection, constant antibiotics all caused by the mesh. No further information is available as reporter details have not been disclosed (confidential).